Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the power management board due to the symptom reported by the customer, this did not resolve the issue and the iabp still showed zero volts to the cart when plugged in. The stm then replaced the power supply and monitor board but this still did no resolve the issue. Subsequently, the stm located a loose connector on the backplane board and replaced the backplane board which resolved the issue. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a pre-use check of the cardiosave intra-aortic balloon pump (iabp), the customer observed that the batteries were low even thought the unit was plugged into ac. There was no patient involvement and no adverse event was reported.